Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55091 . The analysis results showed that the ats45 device was received with the rotating knob damaged and with no cartridge present. No further functional testing could be performed due to the condition of the knob. While no conclusion could be reached as to how the device became damaged, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was opened from its packaging, and it was noticed that the shaft of the device was not fully attached to the articulation joint. The articulation joint and housing appear fully intact, but there is a disconnection between the articulation joint and the shaft of the device. Another like device was pulled and used for the entire procedure. The device was never used in the procedure. There were no patient consequences.